Event description:
It was reported that the patients pacing leads were explanted due to an infection. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).